Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 15mmx1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation. However, during inflation at 1013 kilopascal, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Corrected device lot number from 0021315132 to 0021171028. Corrected device expiration date from 10/29/2020 to 09/22/2020. Corrected device manufactured date from 10/30/2017 to 09/23/2017. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter batch number 21171028. The balloon was loosely folded with blood in the inflation lumen and balloon. There are numerous hypotube and shaft kinks. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 15mmx1.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during inflation at 1013 kilopascal, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.